Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of the bin file was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.